Manufacturer narrative:
The device was returned to olympus for evaluation and repair. The investigation is still in progress; therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported to olympus that during the second use of the telescope in surgery, they noticed an area with small opacity, they tried to clean it and it did not improve, so they gave notice and in the hospital checkup they could see broken glass. There was no patient injury or adverse event reported to olympus.

Manufacturer narrative:
This report is being supplemented to correct information provided in the initial medwatch report, to provide information that was inadvertently left out of the initial medwatch report, to provide device evaluation results and to provide additional information based on the legal manufacturer's final investigation. Updated fields: d9, h3, h6, h10. Corrected fields: g2, h6 (medical device problem code). The subject device was returned to an olympus service center for evaluation. During device evaluation, the reported issue was confirmed. It was observed that the lens in optical system was chipped. In addition, service found scratches on the outer tube. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been less than a year since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely that the issue occurred due to user error, improper handling as well as application of excessive force. However, conclusive root cause could not be determined. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Olympus will continue to monitor field performance for this device.